Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Prior to the procedure, the patient was noted to have significant eccentric and concentric calcification throughout the right common femoral artery, superficial femoral artery (sfa), extending through the common iliac artery and into the abdominal aorta. At the start of the procedure, vascular access was obtained in the right common femoral artery. A sheath was placed to facilitate intravascular lithotripsy using the shockwave system. The vessel was treated with a 5.0 mm 8mm × 60mm, non-abbott balloon; following lithotripsy, the lesion was crossed with a non-abbott guidewire, and an access sheath was advanced. A non-abbott guidewire and catheter were then advanced into the descending aorta. The aortic valve was subsequently crossed in the usual fashion. The access catheter was removed and replaced with a pigtail catheter over the wire for hemodynamic measurements. After completion of hemodynamic assessment, a second, different non-abbott wire was advanced through the pigtail catheter and positioned in the apex of the left ventricle (lv). The pigtail catheter was then removed. The access sheath was removed, and an attempt was made to place a 14 fr, non-abbott introducer sheath (is) through the arteriotomy of the right access vessel. During advancement, the is buckled within the right common iliac artery below the aortic bifurcation. At that point, the decision was made to exchange wires to a double-curve third, non-abbott stiff wire over a catheter while maintaining lv position, and the second, different non-abbott wire was replaced in the lv apex. After wire exchange to the third, different non-abbott wire, the access sheath was removed and a 14 fr, is was successfully advanced through the right arteriotomy without complication. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. 14 fr, is was removed and the ds was introduced. During advancement, the device failed to advance through the common iliac artery so removed. Inspection of the valve system revealed that the valve capsule had become filled with calcium and appeared expanded outward characterized to be kinked. A new 29mm, navitor vision valve was selected for implant using a new large flexnav ds. To facilitate delivery of the second system, the access vessel was pre-dilated using a 16 fr is followed by an 18 fr is and the ds was able to be advanced over the third, non-abbott guidewire. Mild resistance was encountered initially; however, once the area of concern was traversed, the valve advanced smoothly into the descending aorta. The valve was able to be implanted successfully without complication. Post-implant, the patient was developed with hypotension. Angiographic imaging of the right access site demonstrated bleeding (extravasation) that could not be controlled with perclose closure devices. A vascular surgical repair was performed to surgically repair the artery. The physician believes that dilation of the patient¿s calcified vessels using non-abbott is likely caused or contributed to the bleeding. The patient was in a stable condition and subsequently discharged.